Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 3.0mm x 100mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, during second inflation under rated burst pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling sl balloon catheter and part of an introducer sheath. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 48mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 3.0mm x 100mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, during second inflation under rated burst pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.